Manufacturer narrative:
The insulin pump had missing segments on the display due to cracked and bleeding display glass. The insulin pump had a broken off end cap, missing end cap sticker, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring and a cracked reservoir tube window. The functional tests could not be performed due to the display anomaly.

Event description:
Customer reported that she was in a car accident and the insulin pump was severally damaged. Customer stated that the display of the insulin pump was not visible or readable and the reservoir housing was broken off. Customer stated that the accident was not diabetes related and the damage was also noticeable on the motor area. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.